Event description:
I went in for breast augmentation surgery on (B)(6) 2020 at edina plastic surgery in edina mn. My initial surgery went very well. Two weeks later on (B)(6) 2020 my right breast incision broke open and fluid was leaking. This required an extra surgery. The initial thought was an infection. However additional cases begin to arise and all culture test came back negative. My doctor and the other doctors looked into this as it was very uncommon and learned other practices all around the world was experiencing the same problems. (B)(6) was another office in (B)(6). And the start of all these discussion came from a female doctor in (B)(6) having the same problems. All patients had similar symptoms and similar breast fluid issues. Requiring an extra surgery to go in and clean out the breast and implant. Some required both and some required one side. The only thing in common with all of these offices were funnels that were used during the surgery. The funnel is from a company called inplant based in (B)(6). They thought the funnel caused the infection but now feel it was the special coating inside the funnel that caused a chemical reaction. This has to be looked into. I have been through hell because of this incident that happened. I in no way blame my surgeon. He has been upfront. The fact that there are many cases around the world that are having this issue is insane. Everyone seems to be having the problems within 10-14 days after surgery. The office that I went to had 6 cases. The inplant company is not cooperating with any doctor that calls in and asks to discuss. Having to have an additional surgery on (B)(6) has put me in mental distress. Knowing that my body has reaction to a chemical that is not okay and the fear of a long term effect. This is not okay for the many patients out there and the doctors that are having to experience this. FDA safety report ID# (B)(4).